Event description:
It was reported that pump displayed malfunction alarm malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy, was instructed to place pump into storage mode, and was advised to return pump using prepaid label, while technical support arranged shipment of replacement pump and explained that customer would need to re-enter pump settings and reconnect continuous glucose monitor, which customer understood and acknowledged.